Manufacturer narrative:
(B)(4). Device analysis did not confirm the reported cuff miss. The evaluation concluded that the suture knot was pulled out of the artery while being tightened to close the access site and the probable cause was determined to be related to the operational context in the use of the device. No manufacturing or quality deficiency was detected. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician attempted arteriotomy closure of a common femoral artery after an interventional procedure using a proglide device. Reportedly, the plunger was depressed; however the needles did not engage the cuffs. The lever was returned to its original position and the device was removed from the patient groin. Another proglide was attempted and successfully achieved hemostasis. The physician indicated he believes the cause of the device not engaging the cuffs was most likely the angle the device was held during needle deployment. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.